Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that patient interface had a beam control check error during focus control as a result it was unable to obtain suction in the right eye after laser firing during refractive surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The attached images show two different error messages. Error during focus control and error during beam control check. Both errors are typical for issues during the beam control and can occur when the patient interface is dirty. Especially the second error message indicated that less than three maxima were detected by the analysis camera, potentially by dirt on the cone. On the provided image particles on the cone and potential residuals from eye contact can be seen, as it was reported, that suction could not be established with the interface. The reported product was not received at the investigation site for evaluation. Further information and logfiles were requested but not received. The reported product was not received at the production site and insufficient information was provided. Therefore, the root cause for the complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).